Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer complaint no: (B)(4). Customer reported that the needle is a hazard and all of us public health nurses agree. It is not sharp and takes a lot of pressure to break it through the skin, and potentially could lead to infections or adverse events, as well as pain for the recipient. Customer complaint no: (B)(4). Customer reported that when attempting to use safety cap on needle, the plastic safety is quite soft/flimsy and requires finesse when apply to make sure to not cause a needle stick injury. Customer complaint no: (B)(4). Customer reported that the product is made of light plastic, does not secure properly after injection and is a safety hazard for a needle stick injury. Customer complaint no: (B)(4). Customer reported that the needle leaves a grey mark on skin after injection. Needles are not smooth and cause increased pain to clients.

Manufacturer narrative:
Correct common device name and model. Tested devices from the same lot returned from user: all samples were in compliance with specification, no anomalies were identified.